Manufacturer narrative:
Investigation is not required as customer did not provide lot number of home test as the home test was diposed of.

Event description:
False negative result(s). User claims that they received a false-negative result. The user tested negative with ff, and then tested positive at the doctor's office the next morning. The user disposed of the kit, so they were unable to provide the lot number or expiration date.